Manufacturer narrative:
Sr-(B)(4).

Event description:
It was reported that a failed transmitter occurred. The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. Functional testing was performed and it passed. A pairing test was performed and it passed. A review of the transmitter download data was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) "2018", that on (B)(6) 2018, a transmitter failed error occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported transmitter failed error could not be determined. A root cause could not be determined. .